Manufacturer narrative:
This report is submitted on april 12, 2017.

Event description:
Per the clinic, patient developed an infection at the implant site. In (B)(6), skin flap rotation was performed and the patient was treated with IV and oral antibiotics (date not reported). Subsequently, the patient experienced extrusion of the receiver/stimulator. There are plans to explant the device, however this has not occurred as of the date of this report.